Event description:
It was reported that a cadd® cadd-legacy® pca pump had a battery depleted alarm. No report of any patient injury.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis in good condition. The customer's reported problem was "battery depleted alarm". Inspection of the pump's event log revealed 4 "battery depleted" alarms recorded. Performed simulated use. Simulated used testing was able to duplicate the reported problem. Inspection found the motor locked resulting in battery depletion and alarm. The motor was replaced to address the issue. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.